Event description:
It was reported that the patient was experiencing discomfort at the pacemaker implant site. The physician revised the pacemaker pocket and reinforce tie down points within the pocket for pacemaker and leads. There is no performance issue with the pacemaker. The pacemaker remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 033-444 lead, implanted: (B)(6) 1994. (B)(4).